Event description:
A hospital in (B)(6) reported that two rt235 breathing circuits had failed the leak test on a bird vip gold ventilator in the their neonatal unit. This was found before patient use.

Manufacturer narrative:
(B)(4). Method: the complaint devices have not been received for evaluation, however photographs and a video were provided by the hospital. Results: the video clearly showed that one of the devices was leaking at the seal between the swivel elbow and the swivel wye. The photographs provided showed the bird ventilator displaying a failed leak test. A lot check revealed two other complaints for lot number 100310 and one other similar complaint for lot number 100506. Conclusion: the two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked into place, the leak between the swivel joint was enhanced during transport or setup despite having passed the leak test at the time of production. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuits would have met the required specification at the time of production. (B)(4).